Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. During a surgical procedure, it was identified that the reservoir had a hole at the neck where the tubing connects. Air was noted in the pump, and minimal fluid remained within the system. All components were explanted and replaced. There was no patient complications reported.